Manufacturer narrative:
Country of origin is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the stimloc was without two screws. There was no cause known. The rep opened a new box of stimloc from another electrode box and substituted. The issue resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 924256, serial# (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The stimloc model was 924256 and the serial number was (B)(4). The electrode model was 3387s-40 and the serial/lot number was (B)(4). The patient information was updated. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1f9ze) found no anomaly. Analysis of the lead accessory kit found the screws were not returned. Conclusion code updated from 11 to 4315. Result code updated from 3233 to 452, 772, 180, and 213. Method code updated from 4118 to 10. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code added. If information is provided in the future, a supplemental report will be issued.